Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 300 mg/dl. No delivery alarm was resolved by a complete set change. Device had alarmed unexpected restart alarm and signal too low alarm. Device had also alarmed motor error alarm. Device was able to rewind. After troubleshooting, customer will not be returning the device for analysis.